Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Patient representative reported ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear, apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported ¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, h.6. The event of infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2014.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Primary packaging inspection was successfully completed. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reported that the patient was diagnosed with alcl, there was serous fluid in the pocket and a breast mass. Patient representative reported ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear¿apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, lymphoma-alcl and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is diagnosed with alcl, there was serous fluid in the pocket and a breast mass. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported that the patient was diagnosed with alcl, there was serous fluid in the pocket and a breast mass. Pathological markers, confirming alcl diagnosis, have been received. This record is for the right side. Device was explanted.